Manufacturer narrative:
Concomitant product: addr01 ipg, implanted: (B)(6) 2008.

Event description:
It was reported that the patient's right atrial (ra) lead had low pacing impedance and was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.